Event description:
Generator product analysis was approved for the suspect device. Analysis confirmed that the setscrew was extracted into the septum resulting in damage on the underside of the septum. The setscrew was removed and analysis confirmed that the septum was cored. The set screw was determined to not have any distinct indention marks. The septum¿s diameter, cap diameter, width, and header septum cavity were measured and determined to meet product specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
It was found from periodic programming history database periodic review that patient was seen with high lead impedance. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a prophylactic replacement surgery for patient, high impedance was seen after the new generator was implanted. No issues with impedance were noted prior to the new generator being placed. Troubleshooting during surgery could not resolve the issue and the generator was replaced with a new one and no high impedance was seen. It was then discovered that the unused generator had a detached septum plug. It was suspected that the difficulty with the implant procedure could have damaged the device. This is not confirmed. The new generator was implanted without issue. Device history records were reviewed for the suspect device. The device passed all functional specifications and quality tests prior to distribution. The product has been received and product analysis is underway but not complete. No other relevant information has been received to date.